Manufacturer narrative:
Olympus endoscope (unknown model number). Investigation evaluation: our evaluation of the returned device confirmed the report. The device was returned with approximately 1 cm of the balloon attached at the proximal balloon joint. The distal section of the balloon was not returned. There is evidence of adhesive at the distal balloon joint. A small section of the tip, approximately 1.5 cm, remains attached to the distal end of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information in this complaint indicates that air was used to inflate the balloon. The instructions for use provide the following warning statement ¿the balloon must be inflated with water only.¿ prior to distribution, all cook hercules 3 stage balloon esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Olympus endoscope (unknown model number) investigation evaluation: our evaluation of the returned device confirmed the report. The device was returned with approximately 1 cm of the balloon attached at the proximal balloon joint. The distal section of the balloon was not returned. There is evidence of adhesive at the distal balloon joint. A small section of the tip, approximately 1.5 cm, remains attached to the distal end of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information in this complaint indicates that air was used to inflate the balloon. The instructions for use provide the following warning statement ¿the balloon must be inflated with water only.¿ prior to distribution, all cook hercules 3 stage balloon esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. As the balloon was being inflated inside of the patient, the balloon burst and fell apart. Forceps were used to remove the device. The procedure was completed with another device of the same type.